Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an infection that had developed prior to implant of the system. It was noted that prior to the implant of the s-ICD system the patient had a bacteremia, then went into ventricular fibrillation (vf) arrest and was given cardiopulmonary resuscitation (CPR). During CPR the patient's ribs were fractured and possibly developed an infection at the fracture sites from a subsequent bacteremia. The s-ICD and electrode were explanted.